Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert was triggered on (B)(6) 2010, due to oversensing and lead impedances on the right ventricular lead, but patient did not hear it. Patient received three inappropriate shocks on (B)(6) 2010. The lead has been capped and replaced. No further patient complications have been reported as a result of this event.